Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing; the distal portion of the driveline was not returned. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the inlet stator¿s bearing cup. The lamination and denaturation of this formation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Additionally, a small deposition was revealed within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, the absence of denaturation suggests that it developed acutely. Although a cause for the formation of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had chronically elevated lactate dehydrogenase (ldh), was on triple anticoagulation therapy with aspirin, plavix and coumadin, with and an elevated inr goal of 2.5-3.5. On (B)(6) 2017, the ldh level was 1,100 u/l. The patient recently self-decreased the aspirin dosage from 325 mg daily to 81 mg daily, as the patient thought this was the cause of upper extremity rashes. The patient was stable and in the hospital on integrilin and IV heparin. On (B)(6) 2017, the patient¿s pump was exchanged. The original inflow cannula and outflow graft remain implanted. No additional information was provided.